Event description:
Patient (user) experienced a urinary tract infection (uti) during her trial of twist catheter. Coinciding with the twist trial, she began using a hormonal cream applied to the catheterization area. According to her internist if the cream entered her body, it is also a potential contributor to the infection. No device malfunction was reported. Patient saw her doctor and has said she is fine now. No antibiotic was prescribed by her doctor for this incident.